Manufacturer narrative:
It was reported that the right ventricular lead was explanted due to t-wave oversensing. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient received inappropriate shocks. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated interference oversensing shock, inappropriate.

Event description:
It was reported that the right ventricular lead was explanted due to t-wave oversensing. No patient complications have been reported as a result of this event. Additional information was received reporting that the patient received inappropriate shocks.